Event description:
Reportedly, the subject programmer screen can intermittently turn green and become blurry.

Manufacturer narrative:
Preliminary analysis results showed that the flat cable which connects the video board to the carrier board was worn out.

Event description:
Reportedly, the subject programmer screen can intermittently turn green and become blurry.

Event description:
Reportedly, the subject programmer screen can intermittently turn green and become blurry.